Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager lock will beep like it is unlocked but will not allow you to open the refrigerator door. A field service engineer (fse) opened the remote manager (rm) cover and found that the cables were not fully connected to the micro switch. All connections were tightened, and the wires were reconnected securely. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es facility reported that the remote manager lock emitted a beep as if it had unlocked, but the fridge door could not be opened. The lock then proceeded to fail. Staff noted that the cable attached to the lock box was frayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.